Manufacturer narrative:
The insulin pump was received with a severely scratched display window, cracked display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported scratches on the screen. The blood glucose reading was not given. Nothing further was reported.